Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneu-rx stent graft system was previously implanted in the patient. Approximately 10 years later, a type ia endoleak was observed on CT. It was reported that 10 endoanchors were implanted and the endoleak was resolved. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.